Event description:
Initial information received from a nurse on 05-mar-2007: a female (age unspecified) experienced a pseudoseptic reaction after her second injection with hyaluronate sodium (hyalgan) for her left knee. Lot # 110300. Additional information received from a nurse on 07-mar-2007: a female who received her fourth injection of hyaluronate sodium (expiration date: june 2009) in 2007, reported that her left knee was "very swollen" the following day. Four days later, she went back to the clinic and her left knee was drained. Another three days later, the affected knee wase re-drained and patient was given a cortisone injection nos. Specimen from the aspirate was sent to the lab for analysis and came back with results which showed a "pseudoseptic knee". The patient's fifth dose of hyaluronate sodium will not be administered. She has recovered and is scheduled for total knee replacement. Nurse will fax over the patient's lab results. Additional information received from a nurse on 08-mar-2007: the fluid drained from the left knee eight days later, showed no pathologic crystals. Gram stain revealed 3+ white blood cells (wbcs) and no organisms. A culture showed no growth after the more than 18 hours, 18 to 24 hours, after 48 hours, and after 72 hours. The synovial fluid was yellow and transluscent, had a wbc count of 8869, contained fibrin clots, neutrophils of 99, red blood cells (rbc) were present, and a few macrophages were present. The wbc count may have been inaccurate. The patient returned for a visit three days later, with no change in her symptoms. The left knee was aspirated again yielding 80 cc's of dark serous, cloudy fluid. Three x-rays of the left knee showed evidence of severe degenerative changes noted especially at the medical compartment and patellofemoral compartment. The patient also had calcification at the menisci. Gram stains, cultures and crystals were normal. The physician diagnosed the patient with "pseudoseptic arthritis". The patient was injected with methylprednisolone (depo medrol) 80 mg and 5 cc lidocaine (xylocaine) and 5 cc bupivacaine (marcaine) into the left knee. This was done to decrease pain and inflammation. She was prescribed hydrocodone + acetaminophen (vicodin es). Corrective treatment: methylprednisolone 80 mg and 5 cc lidocaine and 5 cc bupivacaine into the left knee, hydrocodone + actaminophen.